Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter separated from the hub when removing the plastic covering during use. The following information was provided by the initial reporter: "catheter fully dislodged from the needle when removing the plastic covering (2x) during an in-service"

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter separated from the hub when removing the plastic covering during use. The following information was provided by the initial reporter: "catheter fully dislodged from the needle when removing the plastic covering (2x) during an in-service".